Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: customer receives system error at power on for 8015 (s/n 14329518). Failure device type: failure problem type: failure mode: case resolution: customer receives system error at power on for 8015 (s/n (B)(4)). Explained problematic issue for error to occur at device powering on. Identified probable cause related to the polo mix match from the software. Customer to re-flash the polo software onto the logic board. If problem not resolved, customer to repair/replace the logic board. Assisted customer to identify files needed to transfer to compact flash card. Customer to call back for assistance if any further issues and/or concerns need addressing. End call.